Manufacturer narrative:
Concomitant medical products: product ID 37712, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator; product ID 74002, lot# n267644, implanted: (B)(6) 2011, product type: adapter; product ID 37752, serial# (B)(4), product type: recharger; product ID 3487a-33, lot# j0337754v, implanted: (B)(6) 2003, product type: lead; product ID 3487a-33, lot# j0337754v, implanted: (B)(6) 2003, product type: lead; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 748951, serial# (B)(4), implanted: (B)(6) 2005, product type: extension; product ID 748951, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient could charge the lower stimulator, but when she would turn the stimulation on/off she could not feel the stimulation. This issue started a couple of months prior, in (B)(6) 2014. When the device stopped working out, the patient had terrible pain and swelling. The patient got a replacement programmer but that did not help. The adaptive stimulation was not programmed on the patient programmer and the patient was unsure on if the adaptive stimulation was programmed or not. The manufacturer representative told the patient that the leads were causing the issue. The patient had the leads replaced three weeks prior. Since surgery, the device was working great.

Event description:
Additional information received reported that the patient's leads were revised and the stimulator was functioning well at the end. She was feeling stimulation in her back and legs.

Event description:
It was reported that there was no stimulation sensation. The patient was not feeling stimulation in the bottom section of her body. The implantable neurostimulator (ins) that controls that stimulation was stated to be on and she had tried to turn it all the way up but still could not feel it. She could feel stimulation in the upper part of her body. This was noticed in the few days prior to this report. The patient was noted to have 2 ins devices and had an appointment with a manufacturer representative the friday following this report. It was clarified that the patient lost stimulation a week prior to this report, on the monday or tuesday before the appointment. This was noted to have happened after exercising. The devices were turned off before exercising and then turned back on a couple hours afterwards. It was then that she couldn¿t feel stimulation. She did not feel anything pull. Normally the patient would shut the devices off before going through the security gates to avoid shocking. The lumbar device was reprogrammed to 10.5 volts, 450 microseconds, and 90 hertz with no improvement. An x-ray was done and both ¿locations seem to be in the same location.¿ the specific exercises that the patient was doing were leg lifts and other stuff for her back. Normally the patient was set at 3-5 volts but could not feel it today at 10.5 volts. Historic impedances were known for the c-spine device. Stimulation could be felt on this device but it was not as strong as she had to turn it up really high to feel it. Impedances were great the day of this report, around 600-700, 800 ohms and in normal range. Historic impedances were the same. Impedances were then measured for the lumbar device. Values at 1.5 volts for electrodes 0 and 1 was 2393 ohms, 0 and 2 was 4196 ohms, 0 and 3 was 5506 ohms, 1 and 0 was 2393 ohms, 3 and 0 was 5506 ohms, 3 and 1 was 4231 ohms, and 3 and 2 was 2474 ohms. Group impedances for c1 was 1360 ohms and for c2 was 2351 ohms. Impedances were run again at 3 volts and were 2230 ohms for electrodes 0 and 1, 4013 ohms for 0 and 2, 5470 ohms for 0 and 3, 2230 ohms for 1 and 0, 2523 ohms for 1 and 2, 4245 ohms for 1 and 3, 4013 ohms for 2 and 0, 2523 ohms for 2 and 1, 2328 ohms for 2 and 3, 5470 ohms for 3 and 0, 4245 ohms for 3 and 1, and 2328 ohms for 3 and 2. The patient was not able to get relief from reprogramming. The cause was not determined. It was decided to revise the leads but no date was scheduled yet at the time of this report. No additional follow-up was needed as there was no scheduled revision. If additional information is received concerning a revision, this event will be updated. Refer to manufacturer report #3004209178-2014-18466.